Event description:
It was reported the center screw for liner trial popped out of circle - center piece broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.